Event description:
Caller reported a malfunction on pump, identified as malfunction code malf 0, with no notable events occurring prior. There was no adverse impact to customer¿s blood glucose level. Technical support arranged to send a replacement pump to customer while instructing them to use an alternate therapy multiple daily injection (mdi) to ensure insulin delivery was not interrupted.